Event description:
It was reported by the customer that during a procedure, a preloaded monofocal intraocular lens (iol), model dib00, was damaged when the injector plunger went on the top of the lens. The device will not be returned as it was discarded at the customer site. No further information was provided.

Manufacturer narrative:
Section a4 and a6: unknown, information was requested but not provided. Section b3: unknown, not provided, but the best estimate date is on or before november 24, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.